Manufacturer narrative:
D10: 320-31-36 - glenosphere, 36mm: (B)(6), 300-01-14 - eq huml stem primary press fit 14mm: (B)(6), 320-10-00 - eq rev tray adapter plate tray +0: (B)(6), 320-36-00 - 145-deg pe 36mm hum liner +0: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6), 320-20-18 - eq rev comp screw lck cap kit, 4.5 x 18mm: (B)(6), 320-20-22 - eq rev comp screw lck cap kit, 4.5 x 22mm: (B)(6), 320-20-26 - eq rev comp screw lck cap kit, 4.5 x 26mm: (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 71 yo female patient, who had a left rtsa, underwent a revision procedure approximately 4 years 2 months post the initial procedure. The patient complained of pain. The baseplate was observed to be dislodged from the glenoid on CT. One of the screws was observed to be broken. The humeral liner & tray were removed. The stem was still well-fixed despite proximal humeral bone loss. The glenosphere was removed. The baseplate with all four screws was pulled out as one piece. One of the screws was broken. The surgeon filled the bone void with cap & used competitor¿s components for the glenoid baseplate & glenosphere. The surgeon then implanted a new humeral tray & liner. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. An x-ray image was provided. The explanted devices are not available for return. Images were provided. No further information. This is 1 of 2 reports for this event.